Event description:
On the morning of (B)(6), as I prepared to go to school, I was putting in my one-a-day contact lens into my right eye. However when ever I tried to do so, my eye would burn with pain and discomfort so I had to take it out. Originally I thought there was a piece of lint of maybe an eyelash that had gotten onto the contact lens. I took it out of my eye one more time to examine it when I suddenly realized there was a hole in my lens right where my pupil would be. Therefore I had to throw that contact away and use a fresh one. When I told my mother about the incident, she showed great concern that it could have scratched my cornea and told me to report this. Hopefully it won't happen again. Diagnosis or reason for use: near-sightedness.